Event description:
Customer reported that the pump screen went blank and the led was not blinking, followed by the display of a reset screen. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support determined that the shutdown occurred due to a fuel gauge fluctuation issue. They educated the customer on steps to take when the pump turns off, informed them about a software update to resolve the issue.